Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/26/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: what is the patient's current status? Serious. Did the needle fall on the patient? No. Were the needle piece(s) removed during the same procedure? No. Were x-rays taken to locate the needle piece(s)? No. What measures have been implemented to recover the broken piece? Removal with needle holder. Was there any additional tissue damage resulting from searching for the needle piece? No. Does a fragment of the needle remain in the patient's tissue? No. Is there any plan to remove the needle piece in the future? No. If yes, could you provide the scheduled date for removal? No. In which tissue structure was the broken needle located? In the subclavian region. What is the surgeon's opinion on the possible consequences for the patient? Very serious. Could you perform and document the follow-up attempt for the return of the product? Also, please make sure that the shipment tracking number is registered in the notes or rmao sections. No. Please provide the source or name of the person answering supplementary questions: (please refer to the attached email). Nurse who accompanied the procedure. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During a central catheter fixation procedure in an intensive care unit (ICU) environment, the suture thread was separated (ruptured) at the fixation point with the needle. The event took place at the time of the application of the suture to fix the catheter to the patient's skin. Immediate consequence of the event: retention of a foreign body (the surgical needle) in the patient's tissue at the site of the central venous access. There were no significant delays reported. Additional information was requested.